Event description:
Additional information was received which noted that a surgical revision was performed and the non-boston scientific rv lead was explanted and replaced. There was no noise noted with the new lead and this device. The physician believed this was not a device issue. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The device and a non-boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms. Troubleshooting was performed, which revealed that the rv lead was the reason for the high lv impedance measurements because the device had been programmed to the rv lead. When the device was reprogrammed to true bipolar, the lv impedances were normal. A lead extraction was scheduled for the future. No adverse patient effects were reported. The device remains in service.